Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported header connection issue could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the lead was not properly connected to the header of the device. The shock configuration was re-programmed to rv to can and no additional surgery was performed.